Event description:
During surgery, the insert would not lock into the tray. A second insert was tried but could not get aligned correctly. The pt was closed without locking insert into the tray, causing a 60 min delay in surgery. The pt was transferred to a local hospital to correct the issue with a soft tissue release, extended incision and new poly was inserted successfully.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.